Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not booting up. Upon troubleshooting fse found that the geometry movement was partly available and r cab spdu (power distribution unit) failed to produce 24 vdc. To resolve the issue, fse replaced the spdu and confirmed that all geometric movements were operational. The defective component was returned to philips for analysis and found the malfunction on 24v. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.